Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any future issues arise.